Event description:
It was reported to boston scientific corporation that a tissue helix was used during an esophageal excision procedure performed on (B)(6) 2024. During the procedure the helix was getting caught in the tissue and would not retract, force had to be applied to remove from the tissue. There were no patient complications reported as a result of this event. The procedure was completed with an alternative device (clip).

Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of difficult to remove.